Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ureteral stent was sold by our company in (B)(6) hospital on (B)(6) 2025, and on (B)(6) 2025, when the guidewire was used, after unpacking and activating the coating, it felt very dry when implanted, and it was taken out immediately, removed on the way out of the kink, was hereby declared.

Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual evaluation noted received 1 nitinol guidewire. Added water to activate hydrophilic coating. Coating did not feel dry and felt hydrated. Also received one photo sample that shows guidewire within holder with bent present. Based on the physical sample received, the reported event is unconfirmed. DHR reviews is not required as the reported event is unconfirmed. Labelling is not required as the reported event is unconfirmed. Correction: b, d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ureteral stent was sold to (B)(6) on (B)(6) 2025, and on (B)(6) 2025, when the guidewire was used, after unpacking and activating the coating, it felt very dry during implantation and was taken out immediately. It was broken during the process of removal and was hereby declared. Per follow up information received via ibc on 08may2025, stated that the patient has not participated.